Event description:
A peritoneal dialysis (pd) patient's husband reported during setup that the cycler alarmed for air detected in the cassette. During troubleshooting with technical support, he was instructed to proceed to fill 1. When the fill started fluid leaked out of the connector. The patient's husband reported this was the second time during the same night this had happened. Patient's husband discontinued treatment. The set was discarded. During follow up, the patient's husband reported that his wife's effluent has been clear. She did not have any signs of infection. The patient's pd nurse had visited and did not prescribe any antibiotics. During the visit, it was also discovered that during setup the caregiver was over tightening the connections which was resulting in the leaks. They have not had further issues since the retraining by the pd nurse. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation. This report is associated with MDR 8030665-2014-00302.